Event description:
Medtronic computer assisted surgery specialist (cass) reported from the hospital site for an axiem transphenoidal procedure in the synergy cranial application on an s7 system. The registration for navigation was accurate. Draping was done and operation was begun. Stylet was checked for accuracy when it was brought into the system's electromagnetic field at the time it was actually needed. Surgeon noted that stylet seemed inaccurate, chose to abort navigation, and requested cass bring in another probe to check accuracy. Surgery proceeded without navigation and the carotid artery was nicked. Original case was aborted in order to repair the carotid artery which was done successfully.

Manufacturer narrative:
After the case, medtronic cass performed troubleshooting on the s7 system using all mnav items from the case, including registration probe and stylet. No inaccuracy could be replicated after the case. The s7 system was working to specifications. Therefore, a cause for the inaccuracy observed by the surgeon could not be determined. Pt recovered successfully from repair of carotid artery.